Event description:
It was reported that customer experienced difficulty plugging device into port and found daily connection inconvenient. There was no reported impact to the customer¿s blood glucose level. Customer outcome or any corrective actions taken by customer or technical support were not reported, and no additional information was received regarding the outcome of the event.